Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to infection and there were complications after stroke so the family decided to turn vad off. It was reported that the patient's outcome was not device-related.

Event description:
It was reported that the patient the ventricular assist device (vad) was turned off at a outlying long term care facility. The death was due to the patient not recovering from stroke and due to chronic driveline infection.

Manufacturer narrative:
Section b5: patient had a prior driveline dressing treatment (reference MFR # 2916596-2019-00920). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
History of driveline infection is addressed under MFR#: 2916596-2021-05020 and MFR#: 2916596-2019-00920 (driveline dressing treatment). Main investigation conclusion. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. In addition, a specific cause for the patient's infection could not be determined. No autopsy was performed, and (B)(6) is not available for evaluation. The heartmate ii lvas instructions for use (IFU) lists stroke, bleeding, infection (local, driveline or pump pocket infection) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modification. This IFU and the patient handbook also provide information regarding how to prevent infection. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists stroke, bleeding, infection (local, driveline or pump pocket infection) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The handbook contains various sections which provide care instructions for preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2021 for large left parenchymal hemorrhage primarily involving the left temporal lobe with evidence of mass effect and 4 millimeter (mm) rightward midline shift. Also noted was evidence of concurrent subdural hematoma overlying the falx and left tentorium and subarachnoid hemorrhage overlying left to right cerebral convexities. The patient required warfarin reversal with kcentra at that time. Neurosurgery and neurovascular were consulted and the patient was managed without surgical intervention. Directional coronary atherectomy (dca) was performed 2/3 without evidence of mycotic aneurysms in setting of prior history of recurrent driveline infections. Repeat computed tomography (CT) scans were stable. The patient was ultimately restarted on anticoagulation 11 days after presentation with a heparin bridge (neuro sliding scale) after several days of supratherapeutic international normalized ratio (inr) off warfarin. The patient also received 7 days of keppra 1 gram (g) twice daily per neurosurgery for seizure prophylaxis. The patient was discharged on (B)(6) 2021 and was started at a long-term care facility. The ventricular assist device (vad) was turned off on (B)(6) 2021.